Event description:
It was reported that tandem mobi pump generated cartridge alarms during cartridge loading, and customer experienced high blood glucose with the meter displaying ¿high,¿ though specific value was unknown. Customer gave correction bolus using pump and did not require help from any third party. There was no additional information received regarding the overall outcome of the event. Technical support confirmed cartridge alarm 30, verified that pump was under warranty, and arranged for replacement pump while advising customer to use insulin injections as backup therapy.